Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr (B)(6) removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding liner fracture involving a trident psl ha cluster 52mm was reported. It was reported insert fractured. Shell did not fracture. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.

Event description:
It was reported that had a total left hip in (B)(6) 2010 in (B)(6), the alumina insert was fractured. Dr. (B)(6). Removed cup, liner, ball, and left stem implanted. Additional information: during review of provided photos of the explanted devices, head and cup was noted to be damaged.